Manufacturer narrative:
Device has been received and is in the evaluation process, no conclusion can be drawn.

Event description:
During a pelvic fracture (acetabulum & femoral head), the surgeon was inserting the screw, surgeon put in the guide wire to the correct position then inserted 155 mm screw. During screw insertion, the surgeon heard a pop, he removed the screwdriver and found that the head of the screwdriver broke. X-ray confirmed that the head of the screwdriver remained in the pt. The surgeon used another screwdriver to seat screw all the way into correct position with no further problems.